Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their ins kept draining real fast and pt wasn't even using it, which pt had noticed probably about a couple months ago - confirmed this year. Pt then said they had stopped using the ins because it didn't work (as previously documented) and then had to have ins jumpstarted for an MRI (as previously documented). Pt said they still kept charging the ins like rep told them after the jumpstart, but was having to charge each day. Patient services (ps) asked, pt believed the ins was off and didn't think they turned it back on after the MRI. Pt connected with patient programmer (pp) during the call and described the stimulation on icon (with lightning bolt). Ps reviewed how to turn stimulation off (pt confirmed they wanted it off as they weren't using it anyways) and pt confirmed the stimulation was off. Ps reviewed with stimulation off, ins battery was not using as much energy. The patient's relevant medical history included pt was going to have the ins taken out in june due to not using the ins anymore.